Event description:
It was reported that during an unknown procedure, the device's tissue pad detached and fell into the patient, but was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.